Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged post implant. A revision was attempted, but the lead experienced placement difficulty and there were problems with the helix not responding to the turns. Upon removal, it was revealed that there was tissue adhered to the tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. The analyst noted the kinked/buckled inner insulation blocks the proper torque transfer from transferring from the tip to the helix. Helix was not covered in tissue at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.